Manufacturer narrative:
Upon receipt, analysis confirmed this lead was severed at 78 mm from the terminal pin. Three lead segments were returned. Lab confirmed a fracture on the second segment distal to the suture sleeve 259 mm from the terminal pin. In addition, outer insulation damage was noted at 236 mm and at the suture tie down site at 252 mm indicating the that the fracture may have been near the distal tip of the suture sleeve. Analysis confirmed the reported clinical allegation and concluded the suture sleeve tie down may have contributed to this reported allegation.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, visual observation revealed this atrial lead was fractured. A revision procedure and return of product is intended. No adverse patient effects were reported.

Event description:
Additional information was received. A revision procedure was performed. This lead was removed and returned for analysis.

Manufacturer narrative:
Upon receipt to the (B)(4) laboratory, analysis will be performed and this event will be updated.